Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: samples/ photos: samples or photos have not received for analysis of the incident in question. DHR review: it was not possible to perform a device history record analysis, since the claimed batch is unknown. Qn/ ncmr review: it was not possible to perform quality notification (qn) or non-conformity report records analysis since the claimed batch is unknown. Investigation conclusion: not confirmed: bd was unable to confirm the incident in question. Investigation comment: as photos or samples are not available for analysis of this claim and the fact that the batch number was not informed for analysis, it was not possible to confirm this complaint. Root cause description: based on the investigations of this complaint, it was not possible to assign a root cause for the incident. Rationale: based on a severity assessment and occurrence it was determined that no CAPA is required at this time. The complaint was added to the complaint database for trend analysis, which is regularly monitored. (B)(4).

Event description:
It was reported that leakage was found on a bd insyte¿ autoguard¿ shielded IV catheter 24g x 0.75 in. During/post use. There was no report of injury or medical intervention.